Event description:
It was reported that the patient contacted the clinic and complained of experiencing palpitations. On (B)(6) the patient presented to the clinic and the pulse generator could not be interrogated and was in backup vvi operation. On (B)(6) 2014 the device was successfully explanted and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Final analysis found normal device characteristics.